Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient (pt) re-used single use product during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt performed a pd exchange in a store room using supplies that were described as "not properly autoclaved" (not properly sterilized/unsterile). The pt was not hospitalized. On an unreported date, the patient received vancomycin, 2 grams, stat (route not reported). At the time of this report, pd therapy was ongoing. Outcome of the peritonitis was not reported. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced peritonitis after re-using supplies for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.